Event description:
It was reported during device change out, an insulation break was found on the lead. A suture sleeve was used to repair the lead and all electrical measurements were normal throughout the procedure. There were no adverse consequences to the patient and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.